Manufacturer narrative:
Failure to capture should have been added.

Event description:
New information noted that loss of capture was no observed. Over-sensing was resolved by reprogramming. Patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was far field r-wave over-sensing. Loss of capture or fusion was suspected. No intervention was performed. More information was requested but not provided.